Manufacturer narrative:
(B)(4). Multiple unsuccessful attempts were made to obtain a sample and lot number. Without the actual device and/or lot number, a thorough investigation could not be performed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If a sample and/or any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: during the epidural procedure for a low anterior resection where the tip of the perifix 20 gauge closed tip cath broke off into the patient's epidural space. On removal, the black tick mark indicating the tip was not noted to be present. No bleeding was noted at insertion site nor was a remnant of the catheter. A CT scan was ordered and performed shortly afterward. CT was read by two radiologists who found no evidence of catheter remaining. No injury reported.